Manufacturer narrative:
The sensor board was returned to the product investigation lab (pil) for additional testing. The sensor board was found to operate as designed without issue when evaluated independently. Pil could not determine the cause of the complaint.

Event description:
The manufacturer received information that a trilogy o2 ventilator had a ventilator service required alarm occur. There was no harm or injury reported. The device failed preventative maintenance testing for flow verification. The sensor printed circuit board assembly was replaced to address this issue. As part of regular maintenance, the trilogyo2 pm1 kit, removable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, agitator fan, 43 micron filter, motor blower assembly and agitator fan form were replaced. Additional findings not related to the malfunction/issue: the device was returned to the manufacturer's service center for evaluation. On device evaluation, functional verification was performed, but the ventilator service required alarm did not occur. Review of the event log and confirmed that e-344 was generated for "replace o2 sensor". This o2 sensor is used to monitor the ambient oxygen level inside the oxygen blending module. This sensor is not part of the o2 concentration level control circuit and would not affect device operation or therapy. The obm pca was replaced to address this issue. The device passed final testing and was confirmed to operate properly.